Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary: eleven open 31g x 5mm pen needle samples were returned from an unknown lot. No., cat. No. 320522. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on ten samples and a broken non patient end of cannula was observed on the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 10-15 bd ultra-fine pen-needles experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacist complained that a customer returned 10-15 products with broken needles.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10-15 bd ultra-fine pen-needles experienced the cannula breaking off. The following information was provided by the initial reporter: pharmacist complained that a customer returned 10-15 products with broken needles.